Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. This is 1 of 2 medwatch reports regarding this event. Please see medwatch 2032227-2014-69002.

Event description:
It was reported that the customer's blood glucose was increasing despite a change in reservoir. It was found that there was a leak in the reservoir, which leaked fluid into the insulin pump reservoir compartment. There were no alarms. A self-test was performed and passed. Nothing further reported.